Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/06/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on (B)(6)2019 and suture was used. When picking up the needle-suture with the needle-holder, the suture was detached from the needle. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A paper lid, a needle-suture piece and a detached needle of product were received for analysis. The product code is double armed. During the visual inspection of the needles, the swage and attachment area were noted to be as expected. However, marks on the needle could be observed and they appear to be by the use of a surgical instrument. No remnant at the barrel hole was found in the detached needle. In addition, the suture was examined, and the impression of the swage area was not observed and the end appeared to be cut by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident.